Event description:
An unruptured 20mm basilar trunk was treated in 03 with 16 target matrix coil, and 9 microvention hes coils. Pt presented in 04 with hydrocephalus. Mr 25 days later showed development of brain stem compression and hydrocephalus. Measurements indicated aneurysm had grown. Pt treated with steroids and shunt and symptoms continued to improve/resolve. Pt died while traveling 8-months post procedure. Cause of death being reviewed.